Manufacturer narrative:
The reagent lot number was 79235. The expiration date was not provided. The field service engineer decontaminated the prewash module of the analyzer and cleaned the bead mixer washing station. Qc and precision checks were carried out and the results were acceptable. The investigation is ongoing.

Event description:
There was an allegation of questionable estradiol results from the cobas 6000 e601 module. The initial result was <5 pg/ml with a data flag. The sample was repeated in the primary sample tube and the results were 62.78 pg/ml, 95.27 pg/ml, and 95.09 pg/ml. It was not known which result was correct. No erroneous results were reported outside of the laboratory.

Manufacturer narrative:
The investigation did not identify a product problem. The specific cause of the event could not be determined. The issue did not recur after the service actions.